Event description:
It was reported that during an angioplasty procedure upon removal of the pta balloon from the sheath, it was allegedly identified that the wires on the pta balloon were disconnected from the distal end of the catheter. Reportedly, the procedure was successfully completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Investigation summary: although the device was not returned for evaluation, two electronic photos were provided for review. The photo review identified that both scoring wires on the device were broken at the distal end. Full detachment of the wires was not confirmed. Therefore, the investigation is confirmed for broken wires. The definitive root cause for the identified wire break could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Two photos were provided to the manufacturer for evaluation. The investigation of the reported even is currently underway.

Event description:
It was reported that during an angioplasty procedure upon removal of the pta balloon from the sheath, it was allegedly identified that the wires on the pta balloon were disconnected from the distal end of the catheter. Reportedly, the procedure was successfully completed. There was no reported patient injury.